Manufacturer narrative:
The reported complaint of an issue with keypads to the device not powering on and random keys not functioning was confirmed. External and internal inspection was performed. During external inspection, the keypads were observed with signs of fluid ingress on the ground cable and a bend line created from creasing the flex cable. 2 out of 8 keypads were found to be in good condition with no issues observed. During internal inspection, 8 out of 8 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer and there was signs of fluid ingress where the ground cable meets the esd protective layer. The front case keypads were connected to the cad pcu test fixture for functional testing. The ac indicator light did not illuminate on 3 out of 8 keypads after plugging in the power cord. All keys functioning as intended with the exception of the system on key. The five keypads with the ac indicator light illuminating as expected was observed with keys not functioning as intended and keys functioning intermittently when the flex cable is placed in certain positions. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Only keypads were provided for the investigation.

Event description:
It was reported that there were issues with keypads of pc unit. It was noted that the buttons do not work; sometimes the device will not turn on because the on button does not function. In other instances, it is random buttons that do not function. There were no patient impact or consequences.